Manufacturer narrative:
An examination of the subject device by a lumenis technical expert concluded the device operated within manufacturer specifications. Subject device malfunction is not the suspected root cause of the event reported. A lumenis healthcare professional evaluated the reported event details, patient clinical record, and patient photographs concluding that treatment settings were mildly aggressive, however, based on the patient's photographs the probable cause of the reported adverse outcome was a bacterial infection. The healthcare professional stated that the use of zithromax is not recommended considering the most common cause of infection is usually a gram negative bacterium. The healthcare professional stated that based on published experience with infections after laser resurfacing treatment, the use of ciprofloxacin or other quinolone antibiotic is suggested.

Event description:
It was reported that a patient sustained scarring to the face following treatments with a lumenis ultrapulse laser.